Event description:
Name of procedure being performed: unknown. Detailed description of event: after introducing the device into the abdominal cavity through a trocar and after unrolling the bag, a piece of plastic of 2 mm from the plastic covering one of the two prongs has detached.device not very strong. Additional information received by email from applied medical representative on 29_and_31oct2019: the patient is well. The piece of plastic was removed from the abdomen. There is not the original packaging so it¿s not absolutely certain¿ but the nurse has wrote 13496694. The piece of plastic was not available with the product. They didn¿t keep it. It is unknown if it is a piece of plastic from the bag or other part of the device or from the trocar. Additional information received by phone from applied medical representative on 29nov2019: the trocar was from applied medical. They did not notice anything on the trocar, it has been destroyed. Patient status: the patient is well. Type of intervention: unknown.

Manufacturer narrative:
The tissue bag of the event unit was returned to applied medical for evaluation. Engineering observed two holes in the tissue bag, which confirmed that the bag had broken. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return. A follow- up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unknown. Detailed description of event: after introducing the device into the abdominal cavity through a trocar and after unrolling the bag, a piece of plastic of 2 mm from the plastic covering one of the two prongs has detached. Device not very strong. Patient status: the patient is well. Type of intervention: unknown.